Manufacturer narrative:
It is not a combination product.

Event description:
Reportedly, on (B)(6) 2021, the reading of the aida arrhythmia events recorded in the kora 100 dr 425zy118 could not be completed and the pop-up message 'communication error' was displayed many times. The egm could not be read. The position and orientation of the programming head were changed severly times but no improvement was observed. All tests (lead impedance, sensing, threshold etc...) Could be executed without issue. The user tried to check the arrhythmia events from the patient files at the end of the session but it was not recorded. This issue was not observed with other patients. It occurred only during the last interrogation on this day. It is unknown if the problem is at the device or at the programmer level.

Manufacturer narrative:
B5 corrected (typo) . D3 and g1 updated. Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2021, the reading of the aida arrhythmia events recorded in the kora 100 dr (B)(6) could not be completed and the pop-up message 'communication error' was displayed many times. The egm could not be read. The position and orientation of the programming head were changed severly times but no improvement was observed. All tests (lead impedance, sensing, threshol etc...) Could be executed without issue. The user tried to check the arryhthmia events from the patient files at the end of the session but it was not recorded. This issue was not observed with other patients. It occurred only during the last interrogation on this day. It is unknown if the problem is at the device or at the programmer level.